Event description:
It was reported that the arctic sun device had a low flow when initiated the therapy. The user had reconnected the gel pad using proper technique, but the patient became unstable, and the user had to attend the patient. The user had switched out pads and flow was still 0.0 l/m. It was also stated that they had low flow and had reconnected using proper technique but flow still 0 l/m with no water seen at connection sites. The user took off fluid delivery line and ran diagnostics, then the flow was at 2lpm range and inlet pressure was -7psi with circulation pump command as 70%. The user had reconnected pads one by one and was getting flow with the two right sided pads but when connected the left pads flow dropped to 0 and no flow visualized through pads. It was suggested to change out pads and the complainant stated that patient was too unstable to switch out pads. Also stated that the arctic gel pads were from different lot numbers, and they did not have another device. Mss gave the field assurance number to send back arctic gel pads and asked to send device to biomed.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the arctic gel pads product ifus were found to be adequate based on past reviews. Correction: h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had an low flow when initiated the therapy. The user had reconnected the gel pad using proper technique but the patient became unstable and the user had to attend the patient. The user had switched out pads and flow was still 0.0 l/m . It was also stated that they had low flow and had reconnected using proper technique but flow still 0 l/m with no water seen at connection sites. The user took off fluid delivery line and ran diagnostics, then the flow was at 2lpm range and inlet pressure was -7psi with circulation pump command as 70%. The user had reconnected pads one by one and was getting flow with the two right sided pads but when connected the left pads flow dropped to 0 and no flow visualized through pads. It was suggested to change out pads and the complainant stated that patient was too unstable to switch out pads. Also stated that the arctic gel pads were from different lot numbers and they did not have another device. The mss gave the field assurance number to send back arctic gel pads and also asked to send device to biomed.